Event description:
A report was received that the patient's suture was infected/irritated at the pocket site. The physician believed that the site was agitated due to the sutures. The patient was prescribed with antibiotics and was reportedly doing well.